Event description:
Reportable based on device analysis completed on 30mar2022. It was reported that the burr was not crossing the lesion. The 90% stenosed, 20mm x 3.0mm target lesion was located in the non-tortuous and non-calcified proximal left anterior descending artery. A 1.25mm rotalink plus was selected for use. During the procedure, it was noted that the burr was not crossing the lesion. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that the coil was fractured.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Inspection of the device found that the coil had fractured 4cm proximal of the burr. Functional testing was performed by attempting to rotate the drive shaft and the drive shaft was able to rotate. Then functional testing was performed by connecting the rotablator advancer to the rotablator control console system. When the foot pedal was pushed, the advancer was not able to run, so it did not get any speed and a stall error was displayed on the console. In order to determine the cause of the device stall, destructive testing was performed, in which the advancer was dismantled, the components inside the advancer were inspected, and there were no damages or irregularities identified. There is not enough evidence to definitively say what the cause of the device stall was.